Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). One (1) used space pump IV tubing set, and two (2) unused, unopened sets (in packaging indicating the reported lot number 0061255803) were received for evaluation. In an attempt to replicate the reported incident, all three sets were spiked to a bag of normal saline and primed. The roller clamp was then closed and re-opened several times. Each time the roller clamp was closed, the set was allowed to hang for several minutes. During each test, the roller clamp functioned properly and no leakage was observed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports the wheel in the roller clamp appears to be loose to the point that it does not completely restrict fluid flow through the tubing. There was no patient injury.